Event description:
It was reported that the patient presented for remote follow-up via merlin.net with an alert received for high defibrillation impedance measured on the right ventricular lead. The alert was turned off and no further interventions were made. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the defibrillation lead impedance measurements were high. Further information was requested but not received.

Manufacturer narrative:
Additional information: b5.

Event description:
New information received notes that no interventions were made, as it was decided to continue to monitor. The patient was asymptomatic.